Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
This is a non-us event. This occurred in (B)(6). Consumer reported via e-mail that the string was missing from a tampon and she was unable to remove the pledget from her vaginal cavity. She went to the hospital for the pledget to be removed. She stated it was painful. She was subsequently admitted and observed for tss. Consumer did not report any further medical treatment or adverse health effects and stated she was doing fine now.